Event description:
The manufacturer received information alleging a ventilator would not pass testing. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator would not pass testing. There was no harm or injury reported. The device failed the internal flow verification test during testing. The field service engineer evaluated the device, replaced the machine flow sensor to address the issue, and proceeded with the required tests as per the service manual. The unit successfully passed all required tests and was returned to service. The product investigation laboratory installed the trilogy evo machine flow sensor on the trilogy evo stb, started and ran therapy for approximately 30 minutes, and the flow sensor operated as expected. They then tested the flow sensor on the trilogy evo multifunctional test station for flow verification and failed several test steps, concluding that contamination of the flow sensor caused the test failure at service. The trilogy evo machine flow sensor has been scrapped. Section h4 device manufacture date was captured incorrectly in the previous report. It has been corrected and updated in this report.